Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer stated that they are unable to troubleshoot for no delivery alarm and did not receive alarm during manual prime. Customer also stated that they had an operation had it has been throwing blood glucose around is on steroids. Customer advised to change whole set and call back in case of any problem. The reservoir will not be returned for analysis.